Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use immediately after placement, the catheter exhibited poor drainage as urine outflow was not observed, urine was retained in the bladder, and mucus was found clogging the drainage lumen; urine outflow was confirmed after reinsertion with a new catheter, there was no resistance when 10 ml of distilled water was injected into the cuff.